Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as contact dermatitis under the front two electrodes. There was no alleged device malfunction contributing to the irritation. The patients dermatologist recommended the patient use a lotion for the irritation. The medical outcome for the irritation is unknown as support services exhausted all options to reach the patient.